Event description:
It was reported that the patient was concerned that their implantable pulse generator (ipg) had stopped working because their pulse had been running between 47-53 bpm. The ipg had been checked about a month prior and the patient was told that the battery was good for another four to five months. It was later determined that device was changed about 7 weeks later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407452 implantable pacing lead (B)(6) 2005; 457445 implantable pacing lead (B)(6) 2005. (B)(4).